Event description:
The hcp reported that, at several visits, when the patient had the pump refilled, it was discovered that the "pump not delivering as it should." The pump was explanted and replaced and retured to the manufacturer for analysis. A follow up report will be sent when additional information is received.